Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable cardioverter defibrillator (ICD) ¿sticks out¿ and that they felt ¿two bumps by it¿. They also noted that every once in a while, they feel ¿a tiny shock¿. The ICD remains in use. No further patient complications have been reported as a result of this event.